Event description:
Allegedly, bilateral pt has one failed side.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. This report will be amended, when the investigation is complete. This is the same event as 1043534-2008-00029. This even occurred in a foreign country.